Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however no details have been provided as to the nature of the injuries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device#1). On (B)(6) 2014: the patient had unspecified injuries and underwent surgery for the removal of the hernia mesh implanted on (B)(6) 2012. The patient also had an unspecified bard/davol perfix plug (device #2) implanted. On (B)(6) 2015: the patient had unspecified injuries and underwent surgery for the removal of the hernia mesh implanted on (B)(6) 2014. The patient also had an unspecified bard/davol perfix plug (device 32) implanted. The patient is only making a claim for an adverse patient outcome against the three (3) perfix plug (devices #1, #2 and #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device#1). On (B)(6) 2014: the patient had unspecified injuries and underwent surgery for the removal of the hernia mesh implanted on (B)(6) 2012. The patient also had an unspecified bard/davol perfix plug (device #2) implanted. On (B)(6) 2015: the patient had unspecified injuries and underwent surgery for the removal of the hernia mesh implanted on (B)(6) 2014. The patient also had an unspecified bard/davol perfix plug (device 32) implanted. The patient is only making a claim for an adverse patient outcome against the three (3) perfix plug (devices #1, #2 and #3). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2012 ¿ patient was diagnosed with right direct inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, ¿a direct inguinal hernia was noted. A large perfix plug (device 1) was placed to defect, and large mesh was placed on floor of inguinal canal using sutures.¿ on (B)(6) 2014 ¿ patient was diagnosed with right recurrent hernia and pain thereby underwent open repair with the removal of plug (device 1) and implant of perfix plug (device 2). Per op notes, ¿significant scarring was identified. Adhesion was taken down. There was a bulging of hernia mesh. The mesh (device 1) was removed. A large perfix plug (device 2) was placed into defect area and secured to suture. Then, large patch was placed in floor of inguinal canal using sutures.¿ on (B)(6) 2015 ¿ patient was diagnosed with right recurrent inguinal hernia thereby underwent open repair with the removal of mesh (device 2) and implant of perfix plug (device 3). Per op notes, ¿the old mesh was separated from scar tissue and hernia recurred lateral to mesh. The mesh (device 2) was removed. A large direct hernia was noted, and extra large perfix plug (device 3) was placed to defect and patch was placed on floor of inguinal canal using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug(device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however no details have been provided as to the nature of the injuries. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2012) is considered to be the best estimate. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol perfix plug (device 1). An additional supplemental emdrs were submitted to represent the perfix plug (device 2) and perfix plug (device 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.